Event description:
The device reportedly displayed a flatline on the monitor screen during a pt related event. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.